Event description:
The doctor reported that about half the time the units are being used, the harpoon is not engaging the rubber stopper and therefore not aspirating properly. Two patients in the last year have had epenephrine attacks and were fine after a couple of minutes.